Event description:
The reporter stated the surgeon implanted a 13.0 mm icm130v4 implantable collamer lens in 2008, in the pt's right (od) eye. The lens was explanted two months later, due to excessive vaulting. Subsequently, the pt experienced narrowing of the angle. An iridectomy was performed. The lens was exchanged for a shorter lens.

Manufacturer narrative:
.